Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 108 mg/dl. The customer stated that they had the insulin pump in the bathroom but did not notice any moisture on the device. The customer was advised that the device needs to be replaced. Nothing further was reported.